Event description:
It was reported that pump time was incorrect. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered correction bolus using pump, and technical support helped update pump time, advised customer to monitor for any future time discrepancies greater than five minutes, and customer understood and acknowledged instructions.